Event description:
During a circumcision, the circumcision clamp with bell fell off the penis. This resulted in patient bleeding, which was controlled by pressure and medication. The device appeared to be the appropriate size for patient. Correct technique was used in performing circumcision. Facility had previously used non-disposable tray. We began using the disposable tray in the last six months and have had no other problems.